Event description:
Pt undergoing surgery for removal of a dermoid cyst in the right lateral corner of the eye. Flash fire to drapes over face intraoperatively. Drapes removed immediately, spark from cautery initiated the blaze. The pt sustained 2nd and 3rd degree burns, the initial procedure was completed, pt is stable.